Manufacturer narrative:
The upn of the device received from the customer did not reflect the upn that was originally reported. On (B)(6) 2010 the account confirmed that upn of the device received is the correct upn.

Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the nurse attempted to bow the device to perform a sphincterotomy and the device was unable to bow. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; the melted/split extrusion.

Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the nurse attempted to bow the device to perform a sphincterotomy and the device was unable to bow. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; the melted/split extrusion.

Manufacturer narrative:
Patient identifier, patient age, date of birth, gender and weight are unknown. The patient is (B)(6). The exact event date is unknown, however, it was during the week of (B)(6) 2010. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4), (unable to bow). This code was selected by the manufacturer based upon information obtained from the user facility and do not reflect the condition of the device following the device investigation. A visual examination revealed that the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear that elongated the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cut wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification, due to the melted/split extrusion. The condition of the returned incident device was consistent with the complaint that the device would not bow; however, this was attributed to the melted/split extrusion which hindered the devices ability to bow. During manufacturing, devices are 100% inspected for wire-working length integrity and bowing/ handle functionality. Therefore, the split/melted extrusion is likely due to procedural factors. The most probable root cause is operational context.